Manufacturer narrative:
The device was requested but not returned for evaluation. Review of the DHR found the device was released to distribution with no deviations or anomalies. Review of the complaint history found no additional issues or trends associated with this item. Without an opportunity to evaluate the device the event was not confirmed and root cause could not be determined. A summary of the investigation was provided to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
It was reported that the patient underwent a hemi shoulder arthroplasty on (B)(6). Subsequently, patient was revised on (B)(6) due to rotator cuff deficiency and disease progression. No additional information was reported and patient's outcome is unknown.